Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Blood glucose was 600 mg/dl. Three boluses were attempted. Pump had been placed against the skin and was removed during the last bolus and was successfully delivered. System check was performed and insulin was observed exiting the tubing. Occlusion did not reoccur. Customer opted not to change out the infusion set as external temperature changes during the bolus may have contributed to the occlusions.